Event description:
It was reported that the device had suspected premature battery depletion. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Other: trueiconcerto crt-d dr implantable pacemaker/cardio/defib. It was reported that the device had suspected premature battery depletion. The device was explanted and replaced. There were no reported patient complications as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure device was out of specification in a manner that relates to event. Premature eri (elective replacement indicator).